Event description:
The haptic bent during the insertion of the lens into the patient's eye. The lens was removed and replaced.

Manufacturer narrative:
See MDR 1920664-2007-01388 for the delivery device used with this lens.